Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identification number is (B)(6). Patient weight is unknown. (B)(4). Device is an instrument and is not implanted or explanted. The complainant part is not expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a transforaminal lumbar interbody fusion (tlif) procedure from l4-s1 on (B)(6) 2016 using a transforaminal posterior atraumatic lumbar (t-pal) system. As the implant was being loaded, the push release button on the t-pal spacer applicator knob became jammed and the proximal end of the t-pal spacer applicator inner shaft became stripped. Secondary instrumentation was used to complete the procedure with a twenty (20) to thirty (30) minute delay. The patient's post-operative status was reported as stable. Concomitant devices reported: t-pal spacer applicator handle (part: 03.812.001 / lot: unknown / quantity: 1). This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: DHR review for: part # 03.812.004, lot # 9560563 manufacturing site: (B)(4) , manufacturing date: 24. July 2015. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis a product investigation was completed: the knob (03.812.004) was examined upon receipt and no defects or deficiencies were identified which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.